Event description:
It was reported that shaft break occurred. A 2.75mm x 12mm emerge¿ balloon catheter was selected. When the assistant physician attempted to remove the device from the hoop without flushing, severe resistance was encountered. When the physician pulled the device, it was noted that the device became detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. There was no evidence of any material or manufacturing deficiencies to the hypotube. The midshaft was stretched and separated 119.5cm from the hub. The fractured surface was jagged which indicates that the separation was due to tensile overload. The distal end of the catheter was not returned for analysis. There was no evidence of any material or manufacturing deficiencies of the corewire contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).